Event description:
No change of the event description.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350-2021-00523 and 0009613350-2021-00523-1. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change of the event description.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: - associated products. D10: medical products: catalog#: 01.00013.711; lot#: 2260822; durasul, alpha insert, kk/36. Catalog#: unknown; lot#: unknown; competitor head. Corrected and additional information is filled in the follwing fields: additional: d10, h2. Correction: b4, b5, g3, g6, h10. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350-2021-00523; 0009613350-2021-00523-1; 0009613350-2021-00523-2; 0009613350-2021-00526; 0009613350-2021-00526-1. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: it was reported that a revitan stem was implanted in 2008. In 2009 the head was changed to 4 xl (merete) after subsidence of the stem. The stem remains implanted. Review of received data: - due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Surgical report of implantation, kreisklinik gunzenhausen, dr nothofer, on (B)(6) 2008 diagnosis: fracture of the prosthesis right at state after implantation of an uncemented total hip endoprosthesis right type metha company aesculap. Therapy: revision of stem, implantation of a revitan stem (140/20 mm, 55 mm proximal part, head 36s), cerclage, cancellous bone plastic, gentavlies. Technical procedure: the old scar is excised (anterolateral approach) and the further approach is performed in the sense of a transgluteal approach after bauer. The joint is opened, there is some effusion and a sample is taken. The proximal femur is exposed ventrally and the fractured head/neck fragment is removed. A longitudinal osteotomy in the sense of a ventral bone window with preservation of the trochanter major is conducted. The prosthesis is freed using chisels and removed without problems. The proximal femur is prepared step by step for the insertion of a revision prosthesis type revitan company zimmer with 140/20 mm distal part and 55 mm proximal part. The prosthesis is inserted with good press fit. Before a protective cerclage around the proximal femur distally to the bone window is applied. At correct fit of the prosthesis a short 36 mm head is placed and the joint reduced. There is good fit, correct length and proper function. The ventral window is covered with cancellous bone from the preparation of the medullary cavity and a gentavlies. Redon drainages are put and the wound is closed. Surgical report of revision, kreisklinik gunzenhausen, dr (B)(6) 2009 diagnosis: stem subsidence right hip at state after stem revision due to fracture. Therapy: change of head to 4 xl plus 36 mm head. Technical procedure: the right hip joint is approached transgluteal (anterolateral approach). The joint is opened and a sample is taken. The joint is dislocated and the head removed. Trial reduction with a trial head 3 xl is performed. It shows that there is still some extension necessary and possible. Therefore, the definite head 36 mm (stainless steel) and merete 3 xl adapter is placed and the joint reduced. (Comment of the author: it seems that the 3 xl is a typo in the above sentence.) There is good fit and tension and proper offset reconstruction. The joint is multiple times irrigated, a drainage is inserted and the wound is closed. Product evaluation: visual examination: the revitan stem was not revised after subsidence in 2009. It was however revised in 2021 due to a fracture. On the stem there was nothing observed that could be relevant to the subsidence. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: surgical reports at hand indicate that a revitan stem was implanted in 2008. In 2009 the revitan stem subsided and the head (unknown manufacturer) was changed to 4 xl (merete) . The stem remained implanted. The x-ray follow-up from implantation to revision in 2009 is not at hand. Thus, any change in the position of the stem cannot be evaluated. Based on the investigation the reported event can be confirmed (based on the surgical report of (B)(6) 2009). The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The reason for the subsidence of the stem stays unknown. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 55, taper 12/14; catalog#: 01.00402.055; lot#: unknown unknown revitan head; catalog#: unknown; lot#: unknown. Therapy date: unknown. The manufacturer received x-rays and surgical reports and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomets reference number of this file is (B)(4).

Event description:
It was reported that te patient was implanted on the right side and stem subsidence was reported. The patient underwent a revision surgery during which the head was changed after stem sintering. The stem remained implanted.